Event description:
Pt with metastatic small cell lung cancer to the liver underwent therasphere treatment to the right lobe of liver. Pt received 131 gy dose of therasphere via hepatic artery infusion that was uneventful and pt left hosp on the same day feeling well. Twelve days later pt was admitted to the hosp for hyponatremia. Pt was treated with normal saline infusions, lasix and water restrictions to which pt responded by fast improvement and was discharged two days later with a sodium of 134. Eight days later pt's sodium went down to 124 and pt was admitted again, presumed to have siadh. Pt responded to the therapy with demeclocycline and normal saline. Arrangements were made for home infusion of normal saline to maintain a threapeutic serum sodium level and pt was discharged on 11/1/01.